Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was not more than 500 mg/dl. Reportedly, the customer addressed their bg with a manual dose injection and went to the emergency room (ER). While waiting to be seen in the ER, the customer's bg leveled out, the customer was not assisted, and went home. Additionally, it was reported that the pump's alarm sound was not annunciating. The customer declined to provide additional information regarding the issue.